Manufacturer narrative:
(B)(4). Results of eval: endoleak; type ii endoleak. Conclusion: type ii endoleak.

Event description:
An aneurx abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 21 months ago. Aneurysm and vessel morphology from the time of implant are unk. It was reported that recently, there was an unk type of endoleak with aneurysm enlargement. Upon further eval, the endoleak was determined to be a type ii endoleak. The physician elected to coil the endoleak; however, the endoleak was still present. It was noted that there were 3 cm of overlap in the left common iliac artery with the ipsilateral limb stent graft. The physician elected to extend the left common iliac limb with an 18x18x85 endurant iliac limb. As the pt has an allergy to contrast, it was not possible to confirm whether the endoleak had resolved at the time of the intervention. The decision was made to monitor the pt, and no further intervention has been performed. A f/u CT showed no endoleak. No additional clinical sequelae were reported, and the pt is fine.